Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving sufentanil (concentration 300 mcg/ml, dose 185 mcg/day) and baclofen (concentration 375 mcg/ml, dose 230 mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient came in due to hearing an alarm that begun on an unknown date and on this report date, the health care professional experienced telemetry problem with the clinician programmer (8840) when trying to get the logs. It kept prompting him to reposition the telemetry head. He had tried using 3 different 8840¿s and they were all showing the same issue. The health care professional had worked with pumps for 25yrs and had already ruled out electromagnetic interference, environment, pump position etc. The health care professional was wondering if technical service agent can magically pull up the logs to determine the reason for the alarm. It was reviewed that if everything had been ruled out then it is an issue with the pump, the healthcare professional then stated that he knew what to do with the pump from here. There were no symptoms reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-jun-27 reported the patient's last fill was on (B)(6) 2017 and the next fill was (B)(6) 2017. It was reported the pump was alarming/beeping and was hearing a single tone alarm that goes off every 1-12 minutes and then goes off again. It was also noted as a dual alarm. It was noted that the alarm was consistent with synchromed alarms. The patient stated they heard a high low , but husband only heard one tone. It was noted that the pump was near expected early replacement indicator (eri). It was later reported that the patient was scheduled for a fill on (B)(6) 2017. The patient was to follow up with healthcare professional (hcp). No symptoms were reported. Event date was 2016 (a couple of weeks). No further complications were reported/anticipated.